Event description:
It was reported that during set-up the versajet ii handpiece cannot be primed. The procedure was completed with a back-up handpiece with a small delay.

Manufacturer narrative:
Section b5 "describe event or problem" was updated per new information received.

Manufacturer narrative:
The device, intended for use treatment, was not returned for evaluation. With all additional information provided, we have not been able to establish a relationship between the reported event or determine a root cause. A review of the manufacturing records found, that there was no evidence, that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstructed fluid supply. There were no indications, that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the versajet ii handpiece cannot be primed. It is unknown when the event occurred, if a patient was involved, if a back-up was available or if there was a delay.